Event description:
The rn was attempting to start an IV line with an 18g catheter in the patient's left antecubital space. The rn saw a blood return, indicating that the IV line was "in." However, when she pushed the button to retract the needle, it would not retract. At this point, the patient began moving and would not hold still. The IV became dislodged and the patient pushed the rn's hand that was holding the unretracted IV needle into the rn's other hand. The rn was stuck in her thumb with a dirty needle as a result. It is unknown why the needle did not retract. After the device was removed, the needle still would not retract. Staff disposed of the needle and the packaging. The rn has followed up with employee health.patient was not harmed.====================== manufacturer response for shielded IV catheter, insyte autoguard======================the manufacturer's quality department has been informed of the event.